Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and broken occluder legs on the light blue main body were observed. This would allow fluid flow with the clamp in the closed position. The reported condition was verified. The cause of the broken set could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow through a minicap extended life pd transfer set with the clamp closed. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.